Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/aa33, no delivery and motor tests. No motor error alarm noted. Unit had cracked reservoir tube lip and minor scratched lcd window. No crack near battery compartment noted.

Event description:
The customer reported a crack on the insulin pump, and that the insulin pump had multiple motor error alarms. The customer stated that they received the insulin pump with the crack. The customer reported that the motor error alarms occurred soon after noticing the crack. The customer also reported being hospitalized with diabetic ketoacidosis on (B)(6) 2015, with a blood glucose value of 1100 mg/dl. The customer reported being off of insulin pump therapy since noticing the crack on the device around (B)(6) 2015. The customer reported not wearing the insulin pump during or leading up the hospitalization. The customer will receive new infusion sets and reservoirs. Due to the alleged alarms and crack, the customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. No further information was provided.